Event description:
Rptr alleges pt's left breast has been getting firmer for years and had two closed capsulotomies shortly after symptoms (one year later). A right upper outer quadrent mass was found which was biopsied and right implant was found to be leaking and the right was replaced with a device of another MFR. Despite replacement, pt still experienced contracture and does not note a decrease in size, but does notice recent softness in right breast. Pt complains of progressive systemic problems, including arthraligas, myalgias, spasms, fatigue, hot flashes, headaches, visual problems, dizzy spells, memory loss, dry mucus membranes, photo sensitive, rash, sensitive to sun and chemicals, epigastric pains with "n", hypertension, weight gain, unexplained hematuria and "cbp".